Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode was not scanning all the time. A field service engineer replaced the scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system barcode scanner was not working. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.